Event description:
Information received with return of the explanted device notes premature battery depletion and a drop in magnet rate from 96 ppm to 76 ppm within six months. Measured battery data could not be obtained. There were no consequences to the patient.